Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned due to loss of capture (loc) at maximum outputs. It was noted that lead dislodgement was suspected. This rv lead remains in service. No additional adverse patient effects were reported.